Manufacturer narrative:
(B)(4). Concomitant medical products: unknown oxford femoral component; catalog# unknown; lot# unknown. Unknown oxford tibial component; catalog# unknown; lot# unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00245, 3002806535-2022-00246.

Event description:
It was reported that the patient underwent a revision surgery approximately 8 months after the implantation due to pain and metal allergy. Additional information requested.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information at time of this report. Due diligence has been completed and no additional information has been made available.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d10; g3; h2; h3; h6; h10. D10: medical product: oxf twin-peg cmntd fem sm PMA: catalog#161468, lot#681550; oxf uni tib tray sza lm: catalog#154718, lot#681800. Visual examination of the returned product found it to exhibit wear marks. Device history record was reviewed and no discrepancies related to the reported event were found. The likely condition of the device when it left zimmer biomet is conforming to specification. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.